Manufacturer narrative:
Manufactured may 26, 2016 - may 27, 2016. The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed. The flow rates were found to be within the product specification. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that underinfusion was observed with a small volume infusor. The reporter stated that the drug remained in the bladder after 50 hours since medication was started. The flow rate was 98 ml/50 hours. The total fill volume was 98 ml (76 ml fluorouracil, 22 ml saline). There was no patient injury or medical intervention associated with this event. No additional information is available.